Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
Device evaluation: the product analysis findings from (B)(4) 2012 should have read: there was no visible damage to the keypad. All keypad buttons were found to be responding appropriately. The keypad was removed and no button contact defects were found.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the pump was unlocking itself without press of the keypad buttons. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.